Manufacturer narrative:
Because the awareness date for this incident is 01/30/2020, we should have submitted this report at least on 02/29/2020. The review of historical data indicated that no other similar complaint was reported for the same sterilization lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
Complaint (B)(4). Event description: the surgeon asked for a carotid patch of 8m, the nurse suggested the hek08/75cput. When he took the patch in hand he realized that it was not the right size (wider (about 11 or 12 mm)). He cut out a piece of the patch and set it aside for testing. Note that the sample is clean. He used the rest of the patch for the patient. Note that the surgeon had to re-cut the patch whereas he usually uses 8 mm patches because he does not want to retouch and cut the patch.

Manufacturer narrative:
(3331/213) the device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. (10/170) the involved product was returned to intervascular and was inspected by our quality supervisor. Conclusion is as follows: "after having measured the defective patch, we can actually confirm that it is not an 08mm patch, we mesure more a 10mm patch.". (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
See initial MFR report # 1640201-2020-00006. Complaint #(B)(4).

Manufacturer narrative:
(3331/170) in view of supporting the identification of possible causes, an additional investigation has been performed consisting of: the observation of the concerned work station. The review of manufacturing records by date. Following this additional investigation, the most probable root cause was identified as follows: error in using the wrong cutting tool, without checking the width measurement afterwards. As a result, a patch of 8 mm width was mistakenly declared in the computer system, resulting in the creation of a finished product label associated to the product but not corresponding to the product. (143) the conducted investigation concluded that the product was defective. There was a quality control deficiency (lack of verification of the width) due to an isolated human error. A reminder to the involved employee was required, in the non-conformity report associated to the complaint, as a corrective action.

Event description:
See MFR report # 1640201-2020-00006. Complaint #: (B)(4).